Event description:
It was reported that the drill heated up after the surgical procedure. There was no pt or user injury reported, and no other adverse consequences alleged with this event.

Manufacturer narrative:
The drill was received by the manufacturer and the complaint was confirmed. Internal components were evaluated and due to the presence of excessive corrosion, the drill could not be opened. If the motor and bearings are not allowed to rotate freely, heat will be generated due to excessive friction among mating components. The motor assembly, bearings and rotor assembly were replaced, and the drill was returned to the user facility.